Event description:
Allergan naturel silicon breast implants- put in (B)(6) 2008, and removed (B)(6) 2019. Experienced pain, muscle spasms. Difficulty breathing, pain sleeping on sides. Had implants in for 11 years and wanted them removed to improve pain and quality of life. During explant surgery yesterday, doctor reported both implants had "silently" ruptured and that they looked like 20 year implants, not 11 year implants. Silicon gel escaped the capsules also, complicating the implant removal and resulting in a small amount of " microscopic sized" silicon still in my body. FDA safety report ID # (B)(4).